Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was difficult to read and insulin pump squirts insulin during priming. Customer¿s blood glucose level was unknown. Customer also reported black spots on screen. The device will not be returned for analysis.